Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was monitored for several days and no blank display anomaly was noted. No frozen screen was noted. No audio/beep anomaly or constant tone anomaly noted. The pump had cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of blank display and audio beep anomaly from the insulin pump. The customer's blood glucose level was 300 mg/dl. The customer stated that they woke up to the pump beeping with a frozen screen. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The insulin pump was returned for analysis.